Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the entire keypad was found to be totally detached from the pump. The pump cover was removed the contrast key contact was found to be misaligned. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The evaluation revealed that the up arrow keypad button was intermittently responsive and required excessive force in order to elicit a response. The contrast button was found to be unresponsive; the contrast button has no effect on insulin delivery function. All of the other keypad buttons including the audio bolus button responded to button presses as expected and had normal spring back. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The (B)(4) return date for this pump was (B)(4) 2012 and was inadvertently not put in the device returned to mfg date.